Manufacturer narrative:
Block h2 (correction): block b5 has been corrected. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire was disconnected at the middle portion. It was reported that no part of the cutting wire detached and fell into the patient the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire was disconnected at the middle portion. It was reported that part of the cutting wire detached and fell into the patient the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.